Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible far field r-wave (ffrw) oversensing seen on current electrograms (egm) of the right atrial (ra) lead. It was also noted that there had been a low impedance warning on the lead. The lead remains in use. No patient complications have been reported as a result of this event.